Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and experienced oozing at the access site the following day. The patient was decompensating on the unit and advanced heart failure recommended further escalation to an impella 5.5 with surgery urgently. Successful double barrel technique was completed when inserting the impella 5.5 with the impella cp pump in place. The impella 5.5 pump was slowly ramped up to p-8 simultaneously as the impella cp pump was turned down to p-0 with subsequent steps to successfully remove the impella cp. The patient was transferred to the unit on impella 5.5 support. The next day, the patient had oozing from the access site. Surgiseal was applied and heparin was withheld due to the bleeding. Additionally, it was noted the patient had amber, concentrated urine. Continuous renal replacement therapy was started, and the patient's hemolysis labs improved. The patient would remain on support until successful weaning and explant of the impella 5.5 device. It was reported the patient was stable following the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis, access site bleed, and renal failure has been completed. Based on the clinical details provided, the root cause of the access site bleeding is most likely due to use as there was a very deep pocket from the cut down. The data logs show that there are no motor current spikes or a trend in the placement signal. There are no positioning alarms seen when the patient had hemolyzed labs. There are a few suctions alarms present on the 6th as well as the 10th. Towards the end of the case the flow varies at p-4 so the p-level was turned down to stable it out. The patient was on continuous renal replacement therapy (crrt) and was most likely not able to tolerate higher flows. Due to no product returned or sufficient evidence in the data logs, the root cause of the hemolysis and renal failure cannot be determined.